Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 519 mg/dl. The customer was treated with injection. The customer stated that she change infusion set and when she removed the set, it was bent. The customer was advised that we would replaced the infusion sets. Customer declined to troubleshoot for high blood glucose.